Manufacturer narrative:
It was determined that the same sample and same analyzer were used for initial and repeat testing. Based on updated information, results for the sample in question are provided as follows: the sample initially resulted as 0.222 miu/ml. The sample was repeated on (B)(4) 2015, resulting as 10000 miu/ml accompanied by a data flag. The sample was diluted and repeated a second time on (B)(4) 2015, resulting as 22735 miu/ml. The field service engineer found dirt and crystallization around some reagent dispensers, which incicated that there was no proper maintenance of these parts. He found that the customer may have been using tubes that are not validated for used on the analyzer. He also noted that there were dirty wash stations. It was found that there was serum splashed near the sampling station. The pre-wash system pipettors were also found to be dirty and were cleaned. Medwatch field d4 - e module serial numbers of (B)(4) have now been provided, so it is not clear exactly which serial number was in use at the time of the event. A clarification has been requested. For e module serial number (B)(4), the field service engineer determined that the analyzer has adequate volumetric accuracy and a good response from the two measuring cells. For e module serial number (B)(4), the field service engineer determined that the analyzer volumetric accuracy was good. The measuring cell response was said to be fair, which indicated that a change was required.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). It was not clear if any erroneous results were reported outside of the laboratory or if the same sample had been used for repeat testing. Clarifications have been requested. The sample initially resulted as 0.222 miu/ml. The patient went away to another laboratory and a sample from the patient was tested, resulting as 22735 miu/ml. The patient was not adversely affected. The hcgb reagent lot number was 185430. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
It has been clarified that e module serial number (B)(4) was in use at the time of the event. A specific root cause could not be determined based on the provided information. No general reagent issue is evident.

Manufacturer narrative:
The patient is pregnant.